Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined.

Manufacturer narrative:
The device has been returned/received. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to diabetic ketoacidosis (dka). Due to a communication error during operation, the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia. The patient was treated with insulin, and was released after spending 8 hours in the ER.